Event description:
It was reported that a synthes k-wire broke during an open reduction internal fixation (orif) procedure of a humerus on (B)(6) 2015. The surgeon used a 1.6mm threaded k-wire during this procedure; the tip broke as it entered the patient¿s bone. The surgeon decided to leave the fragment in the patient. No reported surgical delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device broke intra-operatively and was not fully implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: may 8, 2015 a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 1.6mm kirschner wire threaded parts were processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.